Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician was onsite to perform the field action. The arctic sun device exhibited no flow, even with pressure at -7 and circulation pump command (cpc) was at 50 percent. Per review of wo notes, they discussed that this was indicative of a failed flowmeter and the device would need to be returned to the depot for repair and field action execution.